Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV and lymphadenopathy.

Event description:
Patient reported left side ¿[the implants] did not fit well", "it was observed left peri-implant thick capsular, which conditions capsular contracture", "it was informed the grade of contracture: grade IV", and "there are bilateral isolated punctate calcifications." Device has been explanted.